Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was no patient involvement.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: damage/functional. Visual inspection: the reduction forceps with points broad ratchet (p/n: 398.41.96, lot #: a7ia30) was returned and received at us cq. Upon visual inspection, it was observed that the tip of the forceps was nicked and scratches were observed but have no impact on the device functionality. No other issues were identified with the returned device. Functional test: no functional issues were observed during the investigation. The forceps were able to open and close without issue. The forceps were able to hold in all positions. No looseness or toggling was noted. The received condition did not agree with the complaint description. Can the complaint be replicated with the returned device? No. Complaint confirmed? No. Investigation conclusion the complaint condition was not confirmed for the reduction forceps with points broad ratchet (p/n: 398.41.96, lot #: a7ia30). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part number: 398.41.96, lot number: a7ia30, manufacturing site: tuttlingen, release to warehouse date: week 30, 1999. A review of the device history records is not possible, the DHR is no longer available due to the age of the instrument (over 20 years old). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unk - forceps: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Reporter is company representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, 1 trigger handle for cable cutter, 1 inter-lock screwdriver, 1 depth gauge, 1 drive adaptor, 3 reduction forceps and 1 pointed reduction clamp were handed by the facility ortho director to the sales consultant as all the devices were broken. It is unknown if there were patient and surgical involvement. This complaint involves 8 devices. This is report 5 of 8 for (B)(4).